Event description:
Subsequent to the initial medwatch it was noted that an rx acculink was implanted in the left internal carotid. This was previous reported as an xact stent. On (B)(6) 2012, the patient's wife found him unable to speak or get up. The patient was transferred to the hospital where he was diagnosed with a left hemispheric stroke. Treatment included heparin, aspirin, plavix and keppra. On (B)(6) 2012, the patient experienced respiratory failure and was intubated. During the hospitalization, a tracheotomy and percutaneous endoscopic gastrostomy (peg) tube was placed. The patient's condition was continuing upon discharged to a rehabilitation facility on (B)(6) 2012. On (B)(6) 2012, the patient was seen for a follow-up visit. The patient was unable to obey commands or answer questions correctly. The patient had no movement (weakness) to his right upper extremity, remained intubated, peg tube feeding continued and continued visual disturbance of partial hemianopia. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that 16 days after the xact stent implantation in the left internal carotid artery, the patient was found unresponsive at home and diagnosed with a left hemispheric stroke upon transfer to the hospital. Treatment with heparin, aspirin, plavix and keppra was initiated. The patient was intubated 2 days later. A tracheotomy was placed. The patient was transferred to a rehabilitation facility 16 days after admission. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of stroke is a known potential adverse event as listed in the rx acculink instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.